Manufacturer narrative:
The complaint investigation of lot 75685ud00 included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the reagent lot performs as expected for this product. Ticket trending review for the list number did not identify any related trends. Device history review did not identify any non-conformances or deviations with the complaint lot. The overall performance of the architect stat highly sensitive troponin-I reagents in the field was reviewed using data gathered from customers worldwide. The patient median values obtained with the complaint lot 75685ud00 is within established limits and comparable to the historical lot performance. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the architect stat highly sensitive troponin-I reagent lot 75685ud00 was identified.

Event description:
The customer observed false elevated architect stat high sensitive troponin-I results. On (B)(6) 2025, sid (B)(6) (male patient) generated 1st run: 29.6 pg/ml. The sample was repeated 2nd run: 3.3 pg/ml (another analyzer), 3rd run: <4.0 pg/ml (same analyzer). The lab uses the following ranges for male and female: 4 pg/ml normal, 4-64 pg/ml rerun after 3 hours, >64 pg/ml pathological. No impact to patient management was reported.

Event description:
The customer observed false elevated architect stat highly sensitive troponin-I results. On (B)(6) 2025, sid (B)(6) (male patient) generated 1st run: 29.6 pg/ml. The sample was repeated 2nd run: 3.3 pg/ml (another analyzer), 3rd run: 4.0 pg/ml (same analyzer). The lab uses the following ranges for male and female: 4 pg/ml normal, 4-64 pg/ml rerun after 3 hours, 64 pg/ml pathological. No impact to patient management was reported.

Manufacturer narrative:
This report is being filed on an international product, list number 3p25 that has a similar product distributed in the us, list number 2r98, and 510k/PMA/bla of k191595. Section a patient information: no additional patient information provided. An evaluation is in process. A followup report will be submitted when the evaluation is complete.